Event description:
It was reported that the day after implant, the right ventricular (rv) lead exhibited a loss of capture at maximum outputs, and was found to have dislodged. The lead was repositioned. The following day, the lead once again exhibited a loss of capture, and was found to have dislodged once more. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. There was blood on the proximal and distal conductors of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).